Event description:
A caregiver (cg) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The cg stated there was air in the patient line. The technical service representative (tsr) advised the cg to start over with new supplies. The tsr further assisted the cg to end therapy. The cg confirmed to restart with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.